Manufacturer narrative:
There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned for evaluation.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, the patient sustained a punctured ureter due to an unspecified anatomy issue and required intervention. The surgeon sutured the ureter to repair the defect and completed the procedure robotically. No stent placement was required. The patient is reported to be recovering well. Intuitive surgical, inc. (Isi) has attempted to gather additional information from the surgeon regarding the reported event; however, no response has been received.